Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was programmed to 70 beats per minute (bpm) with an extended av delay, however, a health care professional (hcp) noted ap followed by a premature ventricular contraction (pvc) that was blanked and then the device and right ventricular (rv) lead paced on a t-wave. Boston scientific technical services (ts) discussed programming options. Programming changes were made. Additional information was received that the patient was admitted to the hospital two days later and telemetry monitoring showed pacing at rate of 110-115 and was suspected to be pacemaker mediated tachycardia (pmt). Ts discussed additional programming options. Programming changes were made and the patient reported feeling fine with the changes. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) 9 months later.